Event description:
It was reported that, after a thr surgery in which an r3 ante xlpe lnr 40mm x 56mm liner and a 40mm femoral head were implanted on an unknown date, the patient experienced recurrent dislocations that resulted in an ER visit. This adverse event was addressed with a revision surgery performed on (B)(6) 2025, during which it was observed that the lip of the r3 ante xlpe lnr 40mm x 56mm liner was broken off. The broken fragment was retrieved. The liner and head were replaced with an or30 implant, and stability was achieved. The patient¿s current health status is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.